Manufacturer narrative:
(B) (4).

Event description:
The patient could not adjust her stimulation. A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the patient programmer. It was noted that she had surgery in (B) (6) 2009, and had turned her device off. Further information was requested from the healthcare professional.